Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No blank display noted during testing. No failed battery test noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 53 (file number: 2005, line number: 5632) was found in the history on (B)(6) 2023 00:53:12.000 due to software error. No unexpected low reservoir alerts noted during testing. The reservoir was set to have 25u of bolus in the pump and performed the manual bolus program to verify any low reservoir alert anomalies. Low reservoir alerts occurred at 20u and 10u of bolus. Pump successfully downloaded to thus. Low reservoir alerts were found on (B)(6) 2020 09:36:26.000 in the pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Test p-cap locked into the reservoir tube successfully. The following were noted during visual inspection: corroded battery tube, minor scratched lcd window, scratched case, overlay scratched, cracked keypad overlay, keypad overlay peeling, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and keypad overlay texture damage. In summary, customers alleged low reservoir anomaly was not confirmed during testing. Pump passed full drive test. Corroded battery tube was confirmed. Blank display was not confirmed. Unexpected battery power loss was not confirmed. Failed battery test was not confirmed. Pump error 53 was confirmed. Moisture damage was noted. Unable to confirm low bgs. Unable to confirm high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia, hypoglycemia with blood glucose values of 399 mg/dl and 43 mg/dl respectively. The customer was treated with manual insulin pen injection, carb intake and the customer experienced no other symptoms. Troubleshooting was performed and found that the insulin pump had stopped working, rejecting new batteries, had a blank display and also the reservoir was empty. Customer had stopped the use of insulin pump. The display had retained back after replacing new aa batteries and restarting the insulin pump. It was unknown whether the customer was using insulin pump within 48 hours prior to event and unknown whether auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and it will not be returned for analysis.